Event description:
The customer states that a patient sample tested using the architect c8000 analyzer generated a clinical chemistry phosphorous assay result of 3.25 of mmol/l. The result was reported out of the lab and subsequently queried. The sample was repeated, yielding a result of 1.21 mmol/l. No impact to patient management was reported. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.